Event description:
During index procedure, the patient had one endeavor sprint rx drug eluting stent implanted to the proximal rca and one endeavor sprint rx drug eluting stent implanted to the mid lad. Approximately 11 months post index procedure, patient had pneumonia and died. Death was reported as cardiac death. The investigator indicated that the reported event was unrelated to the study device

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). Evaluation conclusions: inherent risk of procedure - (death). (B)(4).